Manufacturer narrative:
Pictures and exchanged part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Event description:
It was reported that the unit was found with a broken user interface holder. There was no pt involvement. (B)(4).